Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. It was determined that the anvil was difficult to forward/reverse. The impactor device was functionally assessed, and the anvil was determined to be difficult to extend/retract. It was further determined that the device would not forward/reverse was due to the anvil being difficult to extend/retract, which was consistent with lack of lubricant ¿ improper cleaning. It was observed that the moving parts do not move smoothly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is insufficient cleaning/maintenance of the device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the kincise surgical impactor device was alternating forward and reverse while being used. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.